Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm monopolar curved scissors instrument had a frayed cable. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm monopolar curved scissors instrument to perform failure analysis. The instrument was analyzed and found to have a broken grip cable at the distal end.